Manufacturer narrative:
The controller involved was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event (controller failed alarm) could not be confirmed via logs. Log files revealed pump disconnection for approximately 3 hours, and also show a critical battery alarm. This critical battery alarm was most likely due to communication anomalies between battery and controller. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. A potential root cause is a communication glitch between controller and battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by a patient that he was traveling by air when he experienced a red alarm stating controller (con) failure. The patient exchanged to his backup controller with no reported consequences or impact. No additional information was provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.